Event description:
It was reported that the customer had a weak signal alert on the insulin pump. Customer's blood glucose level was 47 mg/dl. Customer stated that they treated by eating food. Customer inserted a new sensor this morning and when it was time to calibrate, the weak signal alert occurred. Customer was advised to continue sensing. It was explained that pump communication had been re-established. Customer was advised to monitor the sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.